Event description:
It was reported while using bd alaris smartsite gravity set there was disconnection. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: IV gravity drip tubing tube dropped off drip chamber when hanging on hook. Happened twice this morning on two sets. I was able to take tube and push it on to clave. Tube did stay on through infusion and appears to not have been seated properly. Assessing tubing after it appears that it will stay seated. In a worst-case-scenario, if the tubing was placed and then fell off, it could leave the IV port open to the environment and create a bleeding situation on a patient. One rn did see this happen once due to a similar equipment failure in a different facility. Lot # 22079265.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by the customer "IV gravity drip tubing tube dropped off drip chamber when hanging on hook could not be verified due to the product not being returned for failure investigation. A device history record review for model 10802688 and lot number 22079265 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris smartsite gravity set there was disconnection. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: IV gravity drip tubing tube dropped off drip chamber when hanging on hook. Happened twice this morning on two sets. I was able to take tube and push it on to clave. Tube did stay on through infusion and appears to not have been seated properly. Assessing tubing after it appears that it will stay seated. In a worst-case-scenario, if the tubing was placed and then fell off, it could leave the IV port open to the environment and create a bleeding situation on a patient. One rn did see this happen once due to a similar equipment failure in a different facility. Lot # 22079265